Manufacturer narrative:
Reported event: an event regarding malposition involving a triathlon baseplate was reported. The event was confirmed. Method and results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: medical review of the x-rays provided concluded that a higher than normal posterior tibial slope of 8° together with quite likely a low normal initial tibial bearing thickness of 9-mm have in concert contributed to flexion instability of the knee allowing the femoral component to rollback over the tibia in flexion more than normal causing a fatigue fracture due to persistent riding of the femoral component over the unsupported posterior and lateral bearing section. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: medical review concluded that baseplate malposition and low normal initial bearing thickness has contributed to flexion instability causing posterior overload on the insert. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon had booked the patient for an arthroscopy of his right tkr. Patient had presented with on going pain and with some stability issues. Under arthroscopy the medial side of the poly in situ, appeared smooth and the surgeon was very happy with the poly performance. On the lateral side the poly was visibly different to the medial compartment. It appeared much rougher, with a slight change in coloration. On a small section very posteriorily on the lateral compartment appeared slightly raised, when the surgeon explored this ever so slightly with his arthroscopic tool, a small piece approximately 1 centimeter in diameter and 5 - 6 millimeters thick dislodged from the poly. Medical review noted that the baseplate was malpositioned.